Event description:
Patient was implanted on the left side. Post-implantation patient experienced hip problems. It was reported from the x-ray that the conical stem had fractured. Hence, patient underwent a revision surgery. Patient has gained 20kg weight since 2016 post implantation.

Manufacturer narrative:
D10: medical products: allofit alloclassic shl 58/ll; catalog#: 4248; lot#: 2851665. Durasul, alpha insert, hooded, ll/32; catalog#: 01.00013.512; lot#: 2849947. Biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14; catalog#: 00-8775-032-01; lot#: 2782576. Therapy date: (B)(6), 2021. Additional information was received on apr 26, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional: d4, d10, h3, h4. Correction: b4, b5, g3, g6, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient came to the clinic because of other complaints. Here, she sometimes referred to her hip complaints. After an x-ray check, the fracture of the stem was detected. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: (B)(6) 2016: there is a broken bone cement spacer with an embedded metal endoskeleton in the left hip and a cerclage wire around the femur above the trochanter minor. The femoral medullary canal appears somewhat narrow and the left os ilium seems to be hypoplastic. (B)(6) 2016: a cementless stem and acetabular component is implanted in the left hip. Cranially the cup protrudes the bony edge of the acetabular rim. The stem shoulder protrudes the proximal end of the trochanter major. Above the height of the cerclage wire, the bone shows an inhomogeneous structure along the medial, posteromedial and anterolateral side of the stem. (B)(6) 2021: the tip of the stem is fractured. The proximal fracture part of the stem is tipped medially and its distal end is shifted laterally as well as slightly subsided. The tilting of the proximal fracture part of the stem exposes laterally a large radiolucent gap. Bone remodeling with lateral cortical hypertrophy can be seen at the level of the fracture. The os ilium on the left side is deformed and hypoplastic. The left sacroiliac joint cannot be defined. (B)(6) 2021: no changes compared to the previous study date. (B)(6) 2021: situation after the revision surgery of (B)(6) 2021. Implantation report of (B)(6) 2016: indication: diagnosis: state after revision of an infected total hip prosthesis (thp) on the left side after implantation in another clinic and persistent pain after implantation in (B)(6) 2016 at that time the thp was explanted and a palacos spacer with vancomycin has been implanted procedure: the hip joint is opened via an anterolateral approach. The palacos spacer is removed. The medullary canal is curetted and the joint cavity is extensively irrigated. The acetabulum is reamed to size 58 (starting with size 50). A trial cup size 58 is inserted and shows good fit. The allofit cup, size 58, is impacted with approximately 20 degrees antetorsion and shows a stable fit. The femur is reamed up to diameter 15 mm. A trial stem size 16 has a safe and very stable fit and is stable in rotation. A component with 135 degrees and a trial head with - 3 mm neck length and a diameter of 32 mm show a stable femur and no instability in all planes of motion. The intraoperative x-ray check shows a good fit of the trial stem in the femur. Trial reduction with a short neck length head is done. There is no dislocation tendency in abduction, flexion and internal rotation and good axial tension. The trial implants are removed and the definitive insert, stem and head are implanted. The hip is reduced and there is no dislocation tendency and no leg length discrepancy. The postoperative x-ray check shows an exact fit of the stem. Product stickers: apart from the products listed on the first page of this report the following products were also implanted on 07 dec 2016, according to the affixed product stickers: allofit alloclassic shell, 58/ll ref. 4248 lot 2851665. Durasul alpha insert, hooded, ll/32 ref. 01.00013.512 lot 2849947. Revision report of (B)(6) 2021: diagnosis: fracture of the stem procedure: the hip joint is opened through the old scar. The in-situ cerclage must be kept in place because it is completely overgrown by bone. Scar tissue is completely removed from the area of the cup and the tipped and dislocated proximal fracture part of the stem. The prosthesis can now be dislocated. Subsequently an impactor instrument is applied and the proximal fracture part of the stem can be removed by a brief impact. Extensive scar tissue is exposed and removed from the proximal femur. Samples from this scar tissue are sent for microbiological and histological examination. A liquid sample cannot be obtained, as this is not present in the area of the hip joint. The medullary cavity is opened and scar tissue is removed down to the palpable remained part of the fractured prosthesis. The distal fracture fragment of the stem is marked under fluoroscopy and a bone window is prepared directly at the location of the fragment. With the help of various instruments the fragment is loosened and removed. The revision report further describes the steps to prepare the femur and implant a new stem. Due to the curvature and deformation of the femur, which clearly has occurred in the proximal portion, a clear lateral fit of the prosthesis tip against the cortical bone can be seen in the x-ray image. Therefore, it is decided to use a longer curved stem component instead of the originally planned short component. Zimmer biomet product experience report (zper): the event section of the zper states that the patient came to the clinic because of other complaints. Here, she sometimes referred to her hip complaints. After an x-ray check, the fracture of the stem was detected. The patient information section mentions that the general practitioner did not notice the fracture of the prosthesis due to lack of x-rays and physiotherapy was initiated. The height and weight of the patient, as indicated on the first page of this report, are mentioned. It is also stated that the patient gained 20 kg from 2016 until now. Note of the author: the given height and weight of the patient results in a bmi of 42 which can be classified as obese class iii according to the bmi scale (bmi = 40.0) [1]. 3. Product evaluation: visual examination: the wagner cone prosthesis is fractured approximately 10 mm below the recessed rib. The fracture surfaces show a fatigue fracture with the origin on the anterolateral side of the stem. The anteromedial side of both fracture surfaces is almost completely polished and deformed. On the proximal fracture part of the wagner cone prosthesis, removal damage can be observed in the form of scratches all around the neck surface and on the proximal region of the anchoring surface. There are no signs of bone ongrowth on the proximal fracture part of the stem. Polished areas and horizontal polished lines can be observed on the medial and posteromedial side of the anchoring surface, including the fins. Slight polishing can be noticed as well on the anterior side of the anchoring surface distally. On the distal fracture part of the wagner cone prosthesis bone attachments are visible. Several instrument marks can be seen on the distal fracture part, most probably deriving from revision surgery. On the medial side there is a small piece missing including a tiny part of the fin. The biolox delta head appears inconspicuous. There is some metal smearing on the bottom surface most probably deriving from the revision surgery. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: the wagner cone prosthesis was implanted on (B)(6) 2016 and revised on (B)(6) 2021 due to a fracture. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). On the x-rays at hand taken shortly after implantation of the wagner cone prosthesis it can be observed that the stem is not fully anchored in the femur as the stem shoulder protrudes the proximal end of the trochanter major. Above the height of the cerclage wire, the bone shows an inhomogeneous structure along the medial, posteromedial and anterolateral side of the stem. The surgical technique available to the operating surgeon at the time of implantation shows in the preoperative planning section that the tip of the stem¿s shoulder must be below the proximal end of the trochanter major (based on the resection line in the preoperative planning with digital templating) [2]. The section wagner cone prosthesis indicates that: the ribs on the lateral part of the prosthesis start from the tip of the shoulder in order to ensure a greatest possible area of contact in the trochanter. This provides rotational stability and improves osseointegration [2]. Based on this the anchoring of the prosthesis in the proximal region could be considered as suboptimal. The next available x-rays are taken in (B)(6) 2021 and show a fractured wagner cone prosthesis with the proximal fracture part tipped medially. The tilting of the proximal fracture part of the stem exposes laterally a large radiolucent gap. As there is no follow-up between (B)(6) 2016 and (B)(6) 2021 it stays unknown how the bone situation around the wagner cone prosthesis developed during the time in vivo. The investigation of the retrievals revealed that the wagner cone prosthesis fractured due to fatigue approximately 10 mm below the recessed rib. The fracture origin is located on the anterolateral side. In agreement with the x-rays at hand, bone attachments could be observed on the distal fracture part of the stem but not on the proximal fracture part. Polished areas can be seen on the proximal fracture part indicating movement between the part and the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor. There were rather several factors that may have contributed to the fracture: the suboptimal anchoring in the proximal region the lack of or loose of osseointegration proximally during time in vivo while the prosthesis was firmly fixed distally the patient¿s obesity. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing aspects not mentioned above. The femoral stems for total hip arthroplasty package insert that accompanied the wagner cone prosthesis, points to the factors listed above in the warnings section: complications or failure of any total hip prosthesis are more likely to occur in heavy patients. [3]. Improper selection, placement, positioning, and fixation of the implant components may result in unusual stress conditions reducing the service life of the prosthetic implants. [3]. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. References: [1] wikipedia body-mass-index accessed on 29 nov 2021, https://en.wikipedia.org/wiki/body_mass_index [2] wagner cone prosthesis hip stem surgical technique 06.01404.012 rev 2 ¿ ed. 2016-01 zhub [3] femoral stems for total hip arthroplasty, d011500211 ed. 08/14 the need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.